Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
It was reported that the battery charger allegedly caused "sparks" from the charger cable. There was no allegation of serious injury associated with the issue. The battery charger will be assessed on return to cochlear.